Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath into the pt's right femoral artery. Within the first ten minutes after insertion, the console alarmed helium leak. There was no blood in the gas line. After the drapes were removed, all gas connections were tightened and the pt was transferred to the cvicu (cardiovascular intensive care unit). The intra-aortic balloon pump (iabp) alarmed again and the console was exchanged. The new iab console again alarmed possible "he leaked." The entire line was replaced and the possible helium leak alarm still occurred. The iab gas waveform also looked like a gas leak was occurring. There was still no blood in the gas line. The surgeon was informed that there was an apparent gas leak in the iab catheter that seemed to be external to the pt and could not be repaired. The iab catheter was exchanged (same insertion site) with a new iab-05840-u without incident. The pt was weaned from the iabp on (B)(6). There was no reported pt death or injury. Medical/surgical intervention was required. According to the perfusionist the intervention was the iab catheter exchange. The iabp therapy was delayed/interrupted for the time frame. It took to correct the situation, <10 minutes. There were no reported pt complications. The pt is still recovering in the hosp. It was noted that the pump used was the iap-0500 (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.